Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the arctic sun device was alarming patient temperature 1 erratic. The serial/lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 2, baw2800424 rev. 2 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient and arctic sun device alerting 02 low flow as well as patient temperature (pt) erratic earlier in therapy. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33.7c, water flow rate (wfr) was 1.4 l/m. Nurse stated that the esophageal probe placement was confirmed earlier via xray. Had verify connection of cables between probe and device and had not noticed any patient temperature (pt) fluctuations. Had stop therapy and power off device because alerts kept beeping even after screen cancelled out of. Powered back on and disconnected and reconnected pads using proper technique. Restarted therapy. Water flow rate (wfr) was stabilized at 1.1 l/m. Trend shows 4 bars trending downward. Noted water temperature (wt) was in response to trend predicting decrease in patient temperature (pt). Nurse might get another xray to ensure probe has not shifted. Encouraged to call back with any additional questions, alerts or alarms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient and arctic sun device alerting 02 low flow as well as patient temperature (pt) erratic earlier in therapy. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 33.7c, water flow rate (wfr) was 1.4 l/m. Nurse stated that the esophageal probe placement was confirmed earlier via xray. Had verify connection of cables between probe and device and had not noticed any patient temperature (pt) fluctuations. Had stop therapy and power off device because alerts kept beeping even after screen cancelled out of. Powered back on and disconnected and reconnected pads using proper technique. Restarted therapy. Water flow rate (wfr) was stabilized at 1.1 l/m. Trend shows 4 bars trending downward. Noted water temperature (wt) was in response to trend predicting decrease in patient temperature (pt). Nurse might get another xray to ensure probe has not shifted. Encouraged to call back with any additional questions, alerts or alarms.